Event description:
As reported by the user facility (translation of user facility information by bbm (B)(6)): over infusion: in this situation, extreme fluctuations in blood pressure from 220/110 to 50/20 mmhg occurred within a few minutes, for which there was no other explanation. Previously, the blood pressure values were stable for several hours. Large variations existed before. The blood pressure measurement was both a cuff on the upper arm, as well as via an arterial catheter in the radial artery, it showed identical values. After changing the pump, as well as a stronger dilution of adrenaline, so that it broke in the same dose with higher volume, did not recur to such fluctuations. One possible explanation is that one of the pumps ran irregularly and so was an uneven distribution of adrenaline. Ref MFR report # (B)(4).